Event description:
Outpatient went to x-ray for removal of a porto cath fragment from her right heart that had recently been discovered, and that had been causing occasional arrhythmias. A roughly 11 cm fragment was removed from the right atrium and right ventricle using a snare advanced thru the right common femoral vein. It was satisfactorily removed.